Event description:
Caller indicated the relion prime meter was giving low readings. Customer said he just purchased meter on (B)(6) 2013 and when he tested on the prime he got 112, but he was feeling that his sugar was higher than that so he did a test with his other meter and got 396. He did a test over the phone with the rep and got 121 on prime and 400 on the other meter. He believes the prime is reading low and he feels his sugar is high because he was feeling light headed. He didn't have anything to eat and was waiting to feel better before eating which he was at the time of the call. He mentioned that most of the kits at the store looked tampered and the one he got look a bit better than the other ones. He said he is washing hands, uses new lancet except for the test he did over the phone with the rep. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.